Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on update after reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on update after reboot. A field service engineer (fse) reimaged the station to version 1.6.1 after identifying that windows was stuck on the update screen at 7 percent. A technical support specialist (tss) dialed into station and completed a full synchronization. During reboot, the manufacturing windows screen appeared and was skipped as advised by fst. Medication application failed to launch due to a missing database, confirmed through sql server management studio. A medication application repair initially failed with db error, and knowledge article medes/pas - db error. The tss then reran the full synchronization, configured medication application to auto launch in carefusion application, and rebooted the station. After bogus critical override icons appeared, the station time zone and device time were corrected as per knowledge article bogus critical override icon on station, followed by another reboot, which resolved the issue. Customer testing confirmed drawer functionality, and fst verified that the station was fully operational. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.